Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. There was no patient involvement; no patient impact.